Manufacturer narrative:
Update to coding after investigation closure; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was confirmed that the device was inspected prior to use and that the instructions for use (IFU) were followed. The delivery system was inserted and positioned in the patient. During the stent deployment process, the posterior deployment mechanism suddenly sprang open, even though it had not been manipulated at any point. It was clarified that the tip capture mechanism opened automatically, and at that point, the position of the tapered tip could not be returned to its original position. After this occurred, the tip began to move freely. No stent was deployed and the delivery system did not respond. After the system was withdrawn from the patient, the tip could freely extend and retract, but it was not controlled by the posterior deployment mechanism. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer. It was reported that during the index procedure there was a post deployment failure of the device. The physician replaced the device to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis summary the device was received with the external slider and tip capture mechanism in the home position. The side-extension port had detached prior to receipt of the device and was received alongside. Minor deformation evident to proximal section of graft cover. The stent graft had been partially deployed and fenestrated prior to receipt of the device. The tip capture fitting was fully advanced. A gap of approximately 5cm was evident between the stent stop and the graft. Resistance was encountered when attempting to retract the tip capture mechanism, the graft cover was retracted by rotating the external slider until the graft met the stent stop, it was then possible to move the tip capture mechanism. The tip capture fitting moved with the tip capture mechanism however the taper tip also moved, indicating a detachment. The rear handle was opened, the tip lumen was found to be cleanly detached from the proximal flush port. Peek tubing was evident in the detached flush port. No other deformation evident to the remainder of the device. Additional information received: it was reported that the physician deployed the front part of the stent by rotating the slider according to standard procedure and used an electrocautery pen to perform fenestrations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.